Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. Only one battery was shown in the battery status window even if two batteries were installed. The battery modules were reinstalled and both batteries were shown in the battery status window. No ventilator logs were provided. The technical error code indicates that a battery module is missing. Two batteries shall always be connected to the ventilator during running mode. Most likely there was a loose battery module connection.

Event description:
It was reported that the ventilator generated technical error codes for battery module error. Patient involvement is unknown. Manufacturer's ref #: (B)(4).